Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that in 2008, the patient underwent an anterior pelvic floor repair procedure. Post-operatively about 3 months later, the patient was diagnosed with stress urinary incontinence and the patient started pelvic floor therapy. Subsequently, the patient underwent an obturator sling procedure on an unknown date.